Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2014 was doing great.

Event description:
It was reported on 2014 (B)(6), the patient noticed the amplitude was changing unexpectedly. The patient stated their device was jumping from 5.3 to 6.8 on program a and 5.3 to 6.7 on program b. The patient noted they had adaptive stimulation programming set up. The patient noticed even when they are not changing positions the amplitude will change and starting occurring suddenly. The patient programmer was noted to be showing the changes in amplitude and the patient is not pushing the buttons. One the day of the report the changes had happened 3 times already. The patient¿s manufacturer representative performed some troubleshooting over the phone and it was thought to be not related to their device but rather to the training/education. The issue was not resolved and the patient was referred to the manufacturer for further trouble shooting. Information was omitted pertaining to event (B)(6) ¿ stim too strong when lying down. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.